Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient's parents called to report issues with 3 sensors. This file is for the inaccuracy event with the first sensor which occurred on (B)(6) 2025 between 8:00 pm and midnight. The patient utilized two display screens, the omnipod insulin pump display screen and the cgm app on the phone. The cgm sensor repeatedly displayed low values despite repeated treatment with gummies. The child¿s blood sugar would increase to around 70 mg/dl and then decline. Over 3 hours the parents treated the patient with 20 gummies. A bg fingerstick showed a difference of 10-15 mg/dl from their bg meter at home. The values were changing quickly despite calibration. Although no specific values were disclosed, the child felt ¿way lower¿ than the numbers on the display (presumed to mean the insulin pump screen). At times the values on her kit (glucometer) and cgm were in the 60¿s mg/dl, and one value was 39 mg/dl. The parent thought based upon the unspecified symptoms that the cgm values were higher than the actual bg values and took her to the emergency room (ER) at midnight for evaluation. Shortly after arrival the cgm was around 70 mg/dl and then increased to 200 mg/dl. Treatment included unspecified IV fluids and saline, and the child was monitored overnight. The parents compared the home glucometer to the hospital glucometer and values aligned. At 3:00 am on 03/02/2025 the healthcare provider (hcp) instructed the parent to replace the insulin pump and the same cgm sensor remained in place. After monitoring overnight and breakfast, the child was no longer having lows and was discharged home in stable condition. At the time of the call with tech support on 03/24/2025, the parent indicated the same sensor had been slightly inaccurate later in the week, but not dropping as fast or as low, and unspecified values were in the 150¿s mg/dl range and unspecified cgm values were approximately 15 mg/dl different from the glucometer. After the hospital visit the night of (B)(6) 2025, the parent treated based upon the home glucometer values. The sensor was removed and a new sensor placed on around (B)(6) 2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 10-15 mg/dl from their bg meter at home. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.